Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the surgeon, fracture of left hip ((B)(6) 2010), solved with a gamma3 180 nail, on (B)(6) 2011 x-ray of broken gamma3 nail, revised with a long gamma3 nail on (B)(6) 2011.